Manufacturer narrative:
The hospital biomed reported he will replace the drive gas check valve. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 3/22/17 phone call, 3/27/17 phone call, 4/4017 phone call.

Event description:
The hospital reported that, during a case, the unit was delivering higher tidal volume than expected. The clinician reportedly disconnected the patient circuit to release the pressure. The circuit was reconnected and the case was completed with no further reported complaint. There was no reported patient injury.